Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a procedure on the colon. Reportedly, the staples did not form properly and the instrument did not cut. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.